Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Customer has not repaired the device yet due to cost. The device has been removed from service at this time.

Event description:
The customer reported the device would not power up on ac power. No patient involvement.